Event description:
It was reported the patient's ipg became inoperable. It is unknown if the ipg prematurely depleted. No further intervention is planned at this time.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.